Event description:
It was reported by service report that the brake was not holding on one end of the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.